Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr), prolapsed mitral leaflet and restricted mitral leaflet for a mitraclip procedure. During the procedure, first established final arm angle (efaa) failed. Clip was reopened, locked it again and the clip opened to 20 degrees. Clip was removed from the patient and replaced with the new one. All steps were performed as per IFU. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported clip opening during efaa was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information provided and the results of the returned device analysis, a cause for the reported clip opening during efaa could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.